Event description:
On (B)(6) 2024, a patient was presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was implanted successfully. The mr was reduced to grade 1 post procedure. Approximately after 4 months of procedure, the clip opened to 60 degrees or more. Recurrent mr of grade 3 was observed. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported clip opened while locked resulting in mitral valve insufficiency/regurgitation cannot be determined. Mitral regurgitation is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
On (B)(6) 2024, a patient was presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was implanted successfully. The mr was reduced to grade 1 post procedure. Approximately after 4 months of procedure, the clip opened to 60 degrees or more. Recurrent mr of grade 3 was observed. There was no clinically significant delay.